Event description:
The pt is on tpn 2:1 464 ml. Y-sited with lipid 70.4 ml. Lipid was infused completely but tpn was infused only around 10 ml in 15 hrs 45 min. Infusion for tpn time is for 16 hrs. There was kink after the y-site however, lipid was fully infused but not tpn and pump never beeped to alert.